Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the left anterior descending (lad). During the index procedure, the physician noticed the stent struts were broken in an upward position. No injuries or complications were noted. The procedure was completed with another with the same device. Patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - received product consisted of a taxus liberte monorail catheter. The catheter was visually, tactilely and microscopically examined which found dried contrast in the inflation lumen. No damage to the shaft was found. The balloon appears to have had positive pressure applied at one point. The stent was found damaged at both the proximal end and the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the left anterior descending (lad). During the index procedure, the physician noticed the stent struts were broken in an upward position. No injuries or complications were noted. The procedure was completed with another with the same device. Patient status is stable.